Manufacturer narrative:
Pr (B)(4). Supplemental MDR - needle pulled out of hub. Ninety samples were received in sealed blister packaging and underwent a visual inspection, during which no defects or imperfections were observed. Twenty samples were then randomly selected for cannula pull force testing, and the results were within the acceptable range. Based on the investigation and analysis of the samples, the reported symptom could not be confirmed. A device history record review was completed for material number 305916, lot 5233985. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Rcc received a complaint via email. Distribution is providing notification of the following product complaint, and we trust that you will take the appropriate corrective actions to resolve this issue. The information relevant to the complaint is as follows: o&m complaint record number(s): (B)(4) o&m product number- 0723305916 supplier product number: 305916 supplier product description: needle hypo saf 25ga quantity involved: 2bx lot# 5233985 sample available:y is investigation response requested: y. Customer reimbursement request is as follows: dc#: 78 o&m po# (B)(4) credit or replacement request: na. The details of the reported complaint: (B)(4). Date of event: 1/05/2026 vaccine was given to patient, upon pulling needle out of arm (post admin) the needle detached from the hub/rest of device and was lodged in arm of patient. Needle was manually removed from pt's arm, intact. No harm was done to the patient. She was discharged home. Nurse called the patient later in the day, patient reported no unusual pain on redness at site. Was patient or end-user injured: n when was incident noticed: during use was incident discovered during direct patient care: y was any medical treatment required: n did customer file a report with health authority(ies): y.